Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached and remained in the patient. The target lesion was completely stenosed and located in the distal anterior tibial artery. During treatment with the oad, the guide wire appeared to be prolapsed. The wire was straightened and the lesion was treated with the oad. Balloon angioplasty was then performed, and the balloon burst. During withdrawal of the balloon and the guide wire, the tip of the wire was noted to be detached and remained in the vessel. The patient was in stable condition following the procedure.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported to csi that an additional surgery was performed and the wire fragment was successfully retrieved. There were no further complications reported.